Event description:
It was reported that a female patient (staff member) with a fitzpatrick skin type IV was treated with a nordlys nd:yag applicator for "leg veins" during a provider training at a candela distributor clinic in (B)(4) on (B)(6) 2022. Patient history included no medications, no suntan; use of self-tanners stopped three (3) weeks before the treatment. A "normal reaction" was noted post treatment, with edema and erythema as expected, no signs of burn, atrophy, or blisters immediately after the treatment. No ice or corticosteroids provided immediately post treatment. Arnica gel was offered post treatment. Topical corticosteroids were recommended to patient for post-treatment care. The candela clinical trainer was onsite the following day to conduct training for another candela device on (B)(6) 2022 when the physician reported, to the trainer, that the staff member treated the day prior had "some blistering" 24 hours after the nordlys vein treatment. The candela trainer was able to see the patient/staff member and take photos of reaction. Blisters that are caused from dermatologic and aesthetic treatment are considered minor side effects. Blisters are an anticipated response that is not considered to be a permanent impairment of a body function or permanent damage to a body structure. Additionally, the information reported did not indicate there was a death, serious injury, or medical intervention with this event; therefore, not a reportable injury. On (B)(6) 2022, the candela trainer received new information from the customer site with report that one of the blisters became a wound that was painful and had not completely healed. Additional follow up care included cleaning the area with soap and warm water and applying a dressing; a hydrocolloid dressing to help healing was recommended. It was reported that the area is expected to heal. Recent update shows further healing and report of some hypopigmented spots. The new information was reviewed with the candela medical director and determined to be a full-thickness injury. Although noted as expected to heal, candela's position is to report an injury indicating a third-degree burn injury, affecting all layers of the skin within subcutaneous tissue. As such, an injury of this nature may lead to permanent underlying tissue damage.

Manufacturer narrative:
The complaint device has not been evaluated to date. The complaint will be reopened and re-investigated if additional information were to provide substantial new information. The nordlys user manual lists burns and hypopigmentation as an adverse effects. In addition, localized discomfort/pain is an anticipated response that is not considered to be a permanent impairment of a body function or permanent damage to a body structure. Therefore, the probable cause for this event is known inherent risk of device indicating that the reported adverse event is known and documented in the labeling (including both short or long term known complications or adverse reactions). The reported adverse event is known as a potential side effect, per candela labeling, risk management , and clinical documents. No further corrective actions are required for this complaint at this time. Risk information is then subject to periodic risk reviews and trend tracking, which may require additional actions and/or review.